Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 478 mg/dl and other related blood glucose level was 413 mg/dl. Customer stated that the insulin pump had problem in delivering the insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus. Customer reported that the basal rates were programmed accurately. Customer did not allege that insulin pump was under delivering. Customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.